Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensed noisy signals on the right ventricular (rv) channel. Technical services (ts) reviewed the device data and noted noise and oversensing on stored non-sustained ventricular tachycardia (nsvt) events. All lead measurements were within normal limits and ts provided reprograming settings for the non-boston scientific rv lead. No adverse patient effects were reported. This crt-p remains in service.